Manufacturer narrative:
Continuation of d10: axium prime bare coil product ID apb-3-6-3d-es (lot: 230108760); g4: PMA unknown due to unknown model and lot medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that while inserting the axium prime bare 3d coil into the echelon 45° catheter, an unusual resistance was noted. Similar resistance was also felt during the removal. Coil resistance/stuck within sheath was also reported. Upon inspection after removal, the formation of a knot-like structure was observed. The coil was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment of an unruptured, saccular, anterior communicating aneurysm with a max diameter of 3 mm and a 2 mm neck diameter. It was noted the patient's blood flow was ordinary and vessel tortuosity was moderate. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices included: asahi fubuki guidecatheter.

Manufacturer narrative:
Updated a2, a3, b5, d4, d9, g2, h4 ¿ h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance and the coil damage was not determined. Resistance was encountered from the hub to the proximal section of the catheter. The coil did not come out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. No kink or damage to the catheter was observed after removal. It is unknown if any specific issues resulted in the damage found, and it is also unknown if the introducer sheath was held vertically during preparation.